Event description:
(B)(4): it was reported that both surgical lights would intermittently turn off. This occurs whether the lights are stationary or in motion. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. Evaluation summary - it was reported that both surgical lights in the operating room would intermittently turn off. A stryker field service representative evaluated the surgical lights at the user facility and could not duplicate the reported issue. The stryker sales representative reported that the hospital has had electrical issues in the past including power loss during storms or power surges. As the reported issue could not be replicated, the root cause of the lights intermittently shutting off could not be identified and no malfunction of the lights could be confirmed. It is possible that the electrical issues at the hospital contributed to the reported event.